Event description:
Customer reported that a pt presented with areolar redness, and the appearance of a wound opening approximately one week following a bilateral mastopexy. The physician stated there was epithelial thinning with the appearance that it is pulling apart. The pt was treated with topical steroids. There are no reports of erythema or fever present. The wbc count is normal range.

Manufacturer narrative:
Date sent to the FDA: 10/08/2009. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental form will be submitted accordingly.